Manufacturer narrative:
It was reported that multiple right hip revision have been performed since june 2019, with a known history of prior right hip infection. With multiple surgical revision to right hip, increases the patients risk to develop infections. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10: 11-301323 ¿ arcos cone ¿ 213330 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a first stage revision after an unknown amount of time post initial right total hip arthroplasty and a second stage approximately 2 years later. Subsequently, the patient underwent 3 additional surgeries within a 15 month time frame. The patient underwent another revision approximately 1 month later due to infection. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 650-1067 cer option type 1 tpr sleeve +3 lot# 3031101, cat# 30124009 g7 vit e high wall lnr 40mm I lot#64714864, cat# 650-1058 cer bioloxd option hd 40mm lot# 2993794, cat#11-300817 arcos 17x150mm spl tpr dist lot#838140. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00476, 0001825034-2021-00480, 0001825034-2021-00499.

Event description:
It was reported the patient underwent a hip revision approximately 11 months post implantation due to an infection. No additional information.